Event description:
From clinical trial study organizer: it was reported that the device was implanted in pt for administration of clinical trial drug (date not provided). According to rptr the device "failed" and device was explanted from pt as a result. No permanent adverse effects to pt reported. Add'l info has been requested regarding the event; this info has not been rec'd at this time.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.